Event description:
Pt reported, he woke up with high blood glucose readings and later at work, his levels had risen to 411 mg/dl and he discovered his infusion tubing was seperated from the luer lock and was leaking insulin. He then changed the tubing and bolused 6 units of insulin. The pt stated, he was aware of the recall and he checked the tubing after he could find no other explanation for high blood glucose readings. The only symptom of high blood glucose he reported was being tired. At the time of the report, the pt's blood glucose level was at 268 mg/dl. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.